Manufacturer narrative:
Pr 10625615 follow up MDR for device evaluation five sealed samples were provided to our quality team for investigation. A visual inspection was performed with a 30x microscope, and no defects or imperfections were observed. Each sample was connected to a syringe with saline solution, no leakage or any other defects were observed. Furthermore, a device history record review was completed for provided lot number 4116101. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.

Event description:
Material: 305901. Batch#: 4116101. It was reported that the bd safety-lok had leakage. The following information was provided by the initial reporter: verbatim: event date: 8-7-2024. Event location: xxxx. Event description: ¿patient here for vidiza injection. When administering the injection medication dripped from the needle. Medication was leaking from inside the safety part of the needle. New needle applied and medication was administered. Small drop was on patient clothing. Patient instructed to wash clothes immediately with soap and water by themselves as soon as she gets home. States understanding.¿ harm to team member or patient? No injury to my knowledge. Product name: itm-1119979 - needle safety 25g x 5/8in. Product ref: (B)(4). Lot number: 4116101. Bd customer account number: (B)(6). Actual product involved is not available for return. Additional information provided: no adverse event or serious injury reported. No photos are available, but we do have 5 fresh, unopened samples of the same lot number as the reported event. If these are requested by bd, please send a shipping label for us to return with.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.